Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary complaint summary: it was reported that on (B)(6) 2019, the hexagonal head screwdriver broke during surgery. It is unknown how the device was broke. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Flow: broken. Visual inspection: the small hexagonal screwdriver with holding sleeve (part # 314.02, lot # 2086249, mfg # 08-mar-2004) was received at us cq with the phenolic handle of the screwdriver broken. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: the following drawing(s) was reviewed; the device shows signs of significant impact from over 15 years of use. Based on the investigation there is no indication that a material issue contributed to the complaint therefore a material/hardness review will not be performed. Conclusion: the complaint condition is confirmed as the small hexagonal screwdriver with holding sleeve (part # 314.02, lot # 2086249) was received with the handle broken into a few pieces. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history lot , part: 314.020, lot: 2086249 , manufacturing site: bettlach, release to warehouse date: 08.mar.2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. H11: d4: lot number provided for reporting. G3: correct manufacture provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Supplier lot number: 2086249. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case ¿ no patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the hexagonal head screwdriver broke. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for a small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).